Event description:
It was reported that the ventilator had low bias flow and was intermittently not triggering a breath. It was also reported that the ventilator had trouble maintaining peak to peak breaths. A svhp relief pressure error condition occurred.

Manufacturer narrative:
The manufacturer was able to duplicate the reported problem that the ventilator was intermittently not triggering a breath. The manufacturer was unable to duplicate customer¿s reported problems that the ventilator had low bias flow, had trouble maintaining peak to peak breaths, and had a svhp relief pressure error condition. When the ventilator was powered on, there was a patient circuit alarm condition. Bench testing revealed that the ventilator had a seized bias valve. A visual inspection of the bias valve revealed the presence of an unknown contaminant. The bias valve was replaced to correct the reported problem.